Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved powering up the pump and showed the device displayed error code 41786 and was not able to fully power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the issue occurred while in use with a patient, but no adverse patient effects were reported.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "code alarm 41786-0004". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.